Event description:
The right breast implant ruptured, and required replacement, which was done on 3/8/95. Since the initial placement of the implants rptr began to have numerous health problems, including, but not limited to: osteoarthritis, fybromyalgia, raynaud's phenomenon, scleroderma, and degenerative disc disease.